Event description:
User facility advised that pump parameters spontaneously changed on channel b when hospital personnel made changes to the parameters on channel a. The user facility advised that this had occurred on 2 or 3 occasions.